Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead may have been damaged, a possible cause for the diminished sensing observed. It was further reported that the patient was experiencing palpitations and pre-syncopal episodes. The pace/sense portion of the lead was taken out of service and replaced. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.